Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the nurse tried to connect the reload to the handle, however the plastic knob came off the cartridge. They then replace a new cartridge to resolve the issue in order to complete the case. The event occurred during the procedure but the product was not used on the patient. There was no patient injury.